Manufacturer narrative:
Post-procedural pain/discomfort is a known adverse event, which is documented in the labeling as pelvic pain, uterine cramps, uterine tenderness, postoperative cramping, and abdominal pain and/or bloating.

Event description:
On (B)(6) 2025 an alleged patient posted her experience with the cerene procedure on an internet chat board. The patient is a 44 y/o female who had the cerene procedure performed in her doctor's office on (B)(6) 2025. The patient states she took a 10mg valium and motrin pre-procedure, as prescribed by her doctor. After leaving the physician's office following the procedure (which she states proceeded normally), the patient states she experienced severe pain (reported at a level 10/10) that required her to go to the emergency room, where she was given IV pain medication for approximately 7 hours. The patient states she was evaluated at the hospital and did not report any findings from this evaluation. After discharge, the patient reported that her pain was at a level 2/10 and gradually tapered off. In an update on the same chat board on(B)(6) 2025, the patient stated she was no longer in any pain and her period seemed lighter.